Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) as the bag fell and disconnected. The hp had already cycled power and got a system error 2367. The hp would restart therapy and call back later to end therapy. No patient injury or medical intervention was reported. On (B)(6) 2010, product surveillance followed up with the patient regarding the alarm. The patient stated that he placed the bag too close to the edge and it disconnected. The patient also stated that this was an isolated incident. The patient stated that his supplies were fine, however, he discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause could not be determined. This review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.